Event description:
Information was received from a consumer on 2020-nov-23 regarding a patient receiving unknown medication via an implanted infusion pump. It was reported that the patient had been seeing the "can't find pump" screen on their personal therapy manager. It would get to 80% connected, and then it would stop and the patient would get kicked out and had to try 2-3 times before it connected. It was noted that usually it would go to 91%, but at the time of report it was taking longer. During the call the patient attempted to connect the ptm to the pump and it connected right away. The patient was given the appropriate steps to connect and was instructed to do a hard reset of the handset. The patient was redirected to their healthcare provider (hcp) if the issue persisted.

Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type software product ID: tm90t0, serial# unknown, product type accessory product ID: a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.